Event description:
On (B)(6) 2012, the customer reported the leads were capped because it was reported that this atrial lead malfunctioned (noncapture) 3 times and the pt was having pacemaker syndrome because of the lead. The new system was implanted on the right side due to potential occlusion with so many leads on the left side. Two new leads were implanted. There were no adverse pt effects reported. The lead was actively implanted for approx 2 years, 6 months.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. Two new leads were implanted and there were no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.